Event description:
Patient presented to the ER following episodes of vt for which atp was successfully applied. Lead parameters were stable and consistent with previous measurements. Via chest x-ray, externalized conductors were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.